Event description:
Obese male with bivona adjustable trach, inserted at outside hospital. Pt was out of bed in chair noted to be limp and grey. Code called. Noted significant length of trach tube visible out of neck. Flange released. Trach adjusted. Pt recovered.

Manufacturer narrative:
Conclusions: it is concluded from the info supplied that under the conditions stated, migration would not have occurred without excessive external force being applied to the tube.